Event description:
The hospital reported that after an endoscopic vein harvesting procedure was completed, the hemopro device would not shut off. The device was lying on the operating room table with the activation switch in a neural position. No replacement device was needed as the procedure had already been completed. No pt effects were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).